Manufacturer narrative:
H11: additional manufacturer narrative: the implant date is known only as "2017". Therefore, 31dec2017 is being used to calculate the minimum implant duration. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
As reported by the edwards lifesciences affiliate in australia a 63 year-old patient with a edwards surgical valve of unknown model and size implanted in mitral position underwent a valve-in-valve procedure after an implant duration of approximately six (6) years and eight (8) months due to severe stenosis (mean mitral gradient 16mmhg, ejection fraction (ef) 40% ,mod-severe right ventricular (rv) dysfunction, neo-left ventricular outflow tract (neo-lvot) estimated at 2.78cm2). As reported, the patient presented with shortness of breath. A 26mm transcatheter valve was successfully implanted within the pre-existing surgical device. Reportedly, patient was noted as to be discharged home.

Event description:
As reported by the edwards lifesciences affiliate in australia a 63 year-old patient with a edwards surgical valve of unknown model and size implanted in mitral position underwent a valve-in-valve procedure after an implant duration of approximately six (6) years and eight (8) months due calcification leading to severe stenosis (mean mitral gradient 16mmhg, ejection fraction (ef) 40% ,mod-severe right ventricular (rv) dysfunction, neo-left ventricular outflow tract (neo-lvot) estimated at 2.78cm2). As reported, the patient presented with shortness of breath. A 26mm transcatheter valve was successfully implanted within the pre-existing surgical device. Reportedly, patient was noted as to be discharged home.

Manufacturer narrative:
Added information to section a1, b5, e1 (telephone number), h6 (device code), h6 (investigation findings) and h6 (investigations conclusions) e1 (telephone number): (B)(6). H11: additional manufacturer narrative: calcific degeneration involves the gradual accumulation of calcium deposits on the valve leaflets. It is a disease continuum from sclerosis to chronic inflammation that leads to leaflet calcification. These calcium deposits, over time, cause the leaflets to become rigid and less flexible, which can account for failure modes such as stenosis and regurgitation. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. IFU review unable to be performed as the model is unknown. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.